Event description:
It was reported that the patient had an infection at the battery site and was being sent to their implanting hospital to get antibiotics. There was a possibility that the patient would need the system removed. There were no known specific symptoms. It was further reported that the spinal cord stimulator was ¿illegible on erosion¿. It was further reported that the implantable neurostimulator (ins) was explanted. The patient¿s lead was discarded by the doctor. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 9 7754, serial# (B)(4), product type: recharger .product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).